Event description:
The customer reported the device did not turn on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device did not turn on. There was no report of pt involvement. The device was evaluated by a philips field svc engineer. The symptom was verified. The customer was informed the codemaster device has been out of support since 2006 and parts are no longer available. We are considering this a malfunction. We cannot determine the cause since parts are no longer available for repair.